Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. During the procedure, the plastic sheath of the needle broke when passing through the obturator membrane. The whole device was removed and a second obturator sling was successfully inserted with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/18/2008. Plastic tube damage/breakage - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.